Event description:
It was reported to vyaire medical that the vela ventilator oxygen (o2) was blowing out of the safety solenoid when the vent is off but when it is on it works fine. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification (B)(6). The defective part/unit was not returned for evaluation. Therefore, no root cause could be determined.however, technical support recommended replacing the blender. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.